Event description:
Per the clinic, it was discovered that the magnet of the internal device was flipped subsequent to sustaining a head trauma (specific date not reported). Open circuits were noted on 1 electrode. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred. Additional information has been requested but has not been made available as of the date of this report.